Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of being unable to secure the lead was confirmed in the laboratory. During testing, a test lead was fully inserted into the svc port and a torque driver was used to tighten the set screw, but was unable to secure the test lead. Visual inspection noted epoxy at the bottom of the connector block, which prevented the set screw from fully securing the lead to the connector block.

Event description:
It was reported that prior to implant the connector end of the lead could not be fastened to the header port. The device was not implanted and was replaced.